Event description:
Piece of teflon tip on probe sheared off while passing through trocar. Piece not found during surgery. Rptr has had contact with MFR re incident. Rptr is unaware of any injury to pt.